Event description:
Ous MDR - after an implantation period of approx. 69 months, oversensing on the ventricular channel and on the atrial channel was reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned follow-up data from (B)(6) 2019 have been analyzed. The inspection of the available iegms revealed the presence of noise in all channels, confirming the clinical observation. The noise in the rv channel led to the detection of vf episodes since (B)(6) 2018, which resulted in the charging of nine defibrillation shocks. None of these shocks was delivered. Furthermore, the inspection of the trend data showed that between (B)(6) 2018 and (B)(6) 2019 the pacing impedance fluctuated between 200 ohms and 400 ohms. The shock impedance was stable around 80 ohm. Based on the available information, the root cause of these observations was not determinable. Should the lead itself become available for analysis, this investigation will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned follow-up data from (B)(6) 2019 have been analyzed. The inspection of the available iegms revealed the presence of noise in all channels, confirming the clinical observation. The noise in the rv channel led to the detection of vf episodes since (B)(6) 2018, which resulted in the charging of nine defibrillation shocks. None of these shocks was delivered. Furthermore, the inspection of the trend data showed that between september 6, 2018 and (B)(6) 2019 the pacing impedance fluctuated between 200 ohm and 400 ohm. The shock impedance was stable around 80 ohm. Based on the available information, the root cause of these observations was not determinable. Should the lead itself become available for analysis, this investigation will be updated.